Event description:
Needed to place oxygen on pt via prb mask. Upon opening cylinder noticed there was no oxygen due to regulator failure. The portable oxygen was empty due to improper seal on the regulator. Pt transported to room without oxygen. Regulator pulled from service for repair/replacement.